Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "erratic" blood glucose (bg) levels; however, customer did not provide specific bg levels or event dates. Reportedly, customer did not believe that bg levels were related to pump or supplies. No further information was provided on reported issue.